Manufacturer narrative:
(B)(4). Technical support engineer troubleshot this issue with the customer over the phone and recommended the keyboard assembly be replaced.

Event description:
It was reported that the ventilator had a graphical user interface (gui) key stuck error. There was no patient connected to the device.